Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one in.pact av access was used to treat a lesion located in the cephalic arch of the left arm. Approximately 04 months post index procedure, patient suffered from 70% stenosis in the brachiocephalic vein in the avf. Event was treated with a non-medtronic pta (plain balloon) of the cephalic arch and medication. Investigator and safety assessed that the event was not related to index device, procedure or paclitaxel. Patient recovered.